Manufacturer narrative:
(B)(4). Device evaluated by MFR: visual and tactile examination of the returned device revealed several kinks. One kink was noted at the base of the strain relief and several kinks and dents were noted on the shaft between 270mm and 400mm distal to the strain relief. The balloon was not folded or wrapped around the shaft of the device and was partially inflated with air. The device was attached to a syringe in order to remove the air from the balloon. The device was then attached to an inflation unit and the balloon was inflated to its rated burst pressure (rbp) when a leak was noted coming from the guide wire hub of the shaft. The shaft was clamped distal to the strain relief and the pressure was increase to 10atms with no leaks visible. The shaft was then clamped 1080mm distal to the strain relief and pressure was applied up to 8atms when leaks were observed from the guide wire port and tip of the device. The device was dissected from approximately 795mm to 845mm proximal to the distal tip. This section, where the damage was located, was cut lengthways. Microscopic examination of the damaged section showed damage to the inner lumen wall, suggesting a guide wire was pushed against it and possibly perforating the lumen wall. No other issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Originally this was to be reported on the 2nd quarter alternative summary report. Based on analysis completed on (B)(6) 2011 this will now be reported as an individual MDR. It was reported that during a percutaneous transluminal angioplasty treatment procedure, the balloon was "punctured". Vascular access was obtained via a femoral artery. The target lesion details are unknown. The ultra-thin diamond balloon catheter was advanced without issue. While inflating the device with contrast, "it was observed that the balloon was punctured. There was an extravasation of contrast in the proximal part of the rub of the catheter." The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. Additional information was requested and is not available. However, device analysis revealed leaks in the guide wire port and the tip of the device.